Event description:
Patient was revised 4 years and 8 months after implantation, due to loosening of the acetabular component.

Manufacturer narrative:
Device details, explant and x-rays requested from hospital.